Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he had low blood glucose. Customer had crashed in the morning. Paramedics were called and spouse who is an rn treated with glucagon. Customer blood glucose was 46 mg/dl when paramedics arrived and initial blood glucose was unknown. Customer did not recall any significant events that occurred prior to admission. Customer stated he has been monitoring the device and sensor closely. Customer suspends the device when he goes to sleep. Customer stated his blood glucose and sensor readings were about 20 points apart. Customer declined troubleshooting. Current blood glucose was 76 mg/dl. No further information reported.